Manufacturer narrative:
Evaluation: the reported ultraclean blades were received by conmed corporation for evaluation and evaluated by a packaging engineer. When visually inspected, the open seal transfer area was larger than ¼". This was due to creep caused by the device after the sealing process. Dye leak testing was performed and sample 1 did not show a sterile breach; however, sample 2 confirmed a breach in sterility. A two-year review of complaint history shows a total of (B)(4) reports involving (B)(4) devices for this failure mode and product family; however, only (B)(4) reports have been confirmed to date. There have been no similar events against this lot of (B)(4) units. A review of the manufacturing documents from the device history record has verified the devices were produced according to current and approved procedures and material specifications. As with all medical devices, examination of the product occurs multiple times prior to use. Good clinical practice would include examination and verification of the original packaging and its labeling to ensure both are intact. The instructions for use (IFU) provides the following warning. If packaging has been opened/damaged or altered, do not use the product and contact the manufacturer immediately.

Manufacturer narrative:
As of this filing, the devices have not been returned to conmed for evaluation. Once received and evaluation complete, a supplemental report will be filed.

Event description:
The distributor in (B)(4) reported that during receiving and inspection of incoming products, two (2) packages, containing one each ultraclean electrode 1" blade, were discovered with "insufficient heat seal." In this instance, there was no patient involvement with this reported problem, as the packaging anomaly was discovered during inspection at the distributor facility prior to distribution to an end-user.